Event description:
It was reported that a patient, (B)(6), female, underwent a paroxysmal atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required a drain in the pericardium. It was noted that this patient had a medical history of an atrial septal defect that may have contributed to this event. After afib ablation the patient¿s blood pressure dropped down to 50/30 and a transthoracic ultrasound was done right away in the lab. The physician saw blood in the pericardium. The catheters in use were smarttouch, lasso and coronary sinus but the physician couldn't exactly say which had caused this complication. Two transseptal punctures were done with st. Jude medical brk xs needle and sheaths used were st. Jude medical slo 0 x 2 8.5f. Additional information was received on the event. The overall ablation time was 35:28 with 76 ablation applications done. It is unknown when and where the tamponade had happened. The patient did require a five day extended hospitalization stay. The patient was reported to be in stable condition at the time the complaint was reported. Settings during the event include: power control mode at 30w / temperature warning 48c cut off 50c / flow was 17 ml/min during ablation. During the case there were normal values all the time. Force was over 40 grams a couple of times in which a force error message was seen. The anticoagulation was maintained at 320 to 343 seconds. Warfarin was used on the day of event. Heparin was given after transseptal puncture and some heparin was used in irrigation fluid.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: lasso variable catheter (model# d-1237-02-s lot# 16039094l), c3 ez steer cs with auto ID (model# d-1263-07-s lot# 17170107m). (B)(4).